Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) with nausea, vomiting, dizziness, weakness, hypotension, syncope with loss of consciousness, seizure, and cardiac arrest-like events. Telemetry monitoring showed visible pacing pauses that correlated with this patient symptoms. The field representative interrogated the device and noted that this pacemaker was in safety mode and had switched to unipolar pacing and sensing. A pause in pacing greater than six seconds due to oversensing was identified and was determined by the physician to have contributed to this patient syncope and loss of consciousness. The representative advised urgent generator replacement and consideration of temporary external pacing. This device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.